Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this event was erroneously filed under manufacturer device report number 1220648-2024-06879.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 57-year-old male endured excessive bleeding left common femoral artery" as a result of inserting this device. As a result, four units of blood products were required. A possible relationship to the impella device was alleged: "during the impella cp explant and impella 5.5 implant procedure, the case was complicated by significant bleeding requiring four units of packed red blood cells, two units of fresh frozen plasma, and one unit of platelets.